Event description:
It was reported that an autopulse resuscitation system with s/n (B)(4) had a "system error". There was no report of a pt injury and no add'l info was provided.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval. If product is returned to the MFR, a supplemental report will be filed.